Manufacturer narrative:
The screw involved was returned, evaluated, and found to be in specification. However, since a second surgery was required.

Event description:
It was reported that a doctor was unable to initially remove an ankylos cover screw. As a result, the wound was closed and a second surgery was performed, during which the doctor was able to remove the screw with the assistance of two sales representatives.